Manufacturer narrative:
Qn# (B)(4).

Event description:
The customer reports that during insertion the guide wire bent.

Manufacturer narrative:
Qn# (B)(4). The customer returned two guide wires, two cvc catheters, and an opened cvc kit with multiple components for analysis. One of the catheters was still inside the opened kit. According to the customer description, both guide wires were inserted through the same catheter. It is assumed that the catheter inside the opened kit was the sample that was not used by the customer. The catheter returned outside the kit showed signs-of-use in the form of biological material inside the distal extension line. Visual examination revealed one major kink at approximately the middle of the guide wire body. The j-bend was slightly misshapen but still intact. Microscopic examination confirmed the kink. Both welds were present and appeared full and spherical. The kink in the guide wire measured 265mm from the distal end. The guide wire and the used catheter met all relevant dimensional requirements. The guide wire was passed through the distal end of the body of the used catheter. Significant resistance was encountered due to the kink; however, the guide wire was able to pass completely through the catheter. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. The report of a kinked guide wire was confirmed through complaint investigation of the returned sample. One major kink was observed in approximately the middle of the guide wire body. The guide wire and the used catheter met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the condition of the returned guide wire and the customer description, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that during insertion the guide wire bent.